Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump stopped. The infusion restarted and a "no disposable" alarm occurred. The alarm silenced and settings reviewed. A continuous infusion rate of 3.3 ml/hour had been programmed, with a total reservoir volume of 78.1 ml and given 71.9 ml. The pump was still beeping after reviewing settings. The tubing had been clamped, and the cassette had been removed. The cassette tubing had been massaged and taped on a hard surface. The cassette reattached and tubing unclamped. The infusion restarted and the pump was running. Prior to the call ending, the pump began to double beep despite the display run. Pump stopped and powered down. The event occurred while in use with a patient, and there were unknown signs or symptoms experienced.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.